Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was discovered that the heater bag disconnected without falling. The technical service representative (tsr) assisted the hp in closing the clamps, disconnecting, power cycling the hc, and removing the set. Proper procedures were reviewed with the hp. The tsr advised the hp to start therapy over with supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater bag had disconnected, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.